Manufacturer narrative:
The lot number is unavailable despite our attempt to obtain this information. Therefore, the UDI and primary di number are not known. Investigation findings: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications potential complications include, but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudo aneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions exercise care in handling the sofia¿ catheter to reduce the chance of accidental damage. Use caution when manipulating the sofia¿ catheter in tortuous vasculature to avoid damage. Avoid advancing or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities, or other devices may damage the sofia¿ catheter and potentially affect its insertion or removal. Maintain perfusion of heparinized saline for inner lumen of the sofia¿ catheter to prevent thrombus formation. If removed from the patient, the hydrophilic coating on the sofia¿ catheter should be hydrated with heparinized saline. Do not allow the coating to dry. Delivery of the sofia¿ catheter 6. Go to step 7 or 8, depending on the situation described below and choose appropriate devices for navigation of the sofia¿ catheter. 7. Navigation through the vasculature, except for the intracranial vasculature a. Prepare 0.035¿ or 0.038¿ guidewire for navigation of the sofia¿ catheter. B. Insert the guidewire into the sofia¿ catheter and advance the guidewire until the guidewire and the sofia¿ catheter are aligned at the distal end. C. Using the introducer sheath provided in the package, carefully insert the sofia¿ catheter and the guidewire through a hemostatic valve of the femoral sheath d. Remove the introducer sheath from the sofia¿ catheter once the distal shaft of the sofia¿ catheter is placed inside the patient body. Warning: introducer sheath is not intended for use inside the patient body. E. Under fluoroscopic guidance, advance or withdraw the sofia¿ catheter over the guidewire until desired position is attained or before the intracranial position is achieved. Select vessels by slowly torquing the sofia¿ catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia¿ catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Warning: do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. Carefully monitor placement of the distal tip when using a power injector to infuse. F. Go to step 8 for navigation through the intracranial vasculatures. Otherwise proceed to step 9. 8. Navigation through the intracranial vasculature a. Prepare microcatheter and compatible guidewire for navigation of the sofia¿ catheter. B. Slowly remove, if any, devices previously inserted in the sofia¿ catheter. Insert the microcatheter with the guidewire into the sofia¿ catheter. C. Under fluoroscopic guidance, advance or withdraw the sofia¿ catheter over the microcatheter and the guidewire until desired position is attained. Select vessels by slowly torquing the sofia¿ catheter if necessary. Warning: do not advance or withdraw the device when excessive resistance is met until the cause of resistance is determined. Warning: torquing the sofia¿ catheter excessively while kinked may damage the device resulting in separation of the device. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. Warning: do not exceed 2070 kpa (300 psi) maximum recommended infusion pressure. Excess pressure may damage the device or injure the patient. Carefully monitor placement of the distal tip when using a power injector to infuse. 9. Slowly remove the guidewire or the microcatheter if necessary. Make sure that continuous perfusion of heparinized saline is maintained through the sidearm of the rhv. Note: the microcatheter used to navigate the sofia¿ catheter may be kept for the rest of procedure. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.

Event description:
As reported through a restore clinical study, two events related to the same case reported re-occlusion of basilar artery that occurred on (B)(6) 2024. Events name: re-occlusion of basilar artery event summary: on (B)(6) 2024 (ae#1), nih stroke scale (nihss) increased from 7 to 10. Cta demonstrated re-occlusion of basilary artery. The patient had more weakness. A successful recanalization s/p 1 pass mechanical thrombectomy with stent/aspiration was done. Final mtici scored 3. Ae intervention was performed by repeat thrombectomy. The patient was administered brand name medications verapamil, heparin, integrelin. The event resolved with sequelae. On (B)(6) 2024 (ae#2), nihss increased from 4 to 14 upon shift change. Code bart was called, CT was done, and positive for re-occlusion of basilar artery. The patient had more weakness beyond ae#1. Ir thrombectomy was performed on (B)(6) 2024. Final mtici scored 2c. Medications brand names verapamil, heparin, were administered to the patient. The event resolved with sequelae. The relationship to the device was considered possible. The relationship to the mechanical thrombectomy procedure was considered possible. The relationship to the study disease is considered definitely. The relationship to concurrent condition/treatment was considered possibly.